Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior a procedure, after loading the reload of the device, the surgeon was able to press the green button but can't squeeze the handle. The surgeon changed with the new device and reload to complete the case. There was no patient involvement.